Event description:
A patient experienced bilateral trace iritis associated with wear of dailies visitint daily disposable contact lenses. The patient felt trace pain & consulted an ophthalmologist who diagnosed event & had patient discontinue contact lens wear for two weeks. Event resolved with visual acuity reported as 20/16 ou. The patient has a pre-existing history of iritis (3 yrs ago & 5 yrs ago) without lens wear. No further information has been provided. This report is designated as the left eye event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." No product has been returned for evaluation. An investigation of the reported lot information is underway by manufacturing. If any abnormality is found, a follow up report will be provided.